Event description:
Caller reports the pt tested 4.0 inr on the coaguchek xs system and 2.3 inr on a comparison lab. No action taken based on device value. Medication was left the same based on lab result. No adverse event reported. Requested return of suspect system and replacement sent.